Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular (rv) lead failed to sense. It was also noted that the rv lead was misshaped due to attempts of re-positioning. The lead was not used and replaced during procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of misshaped lead was confirmed while the reported event of failure to sense was not confirmed. As received a complete lead was returned in one piece. Visual and x-ray examination found the helix stretched and bent and the inner coil detached and pulled out of the ring electrode consistent with procedural damage. The cause of the reported event of misshaped lead was isolated to the stretched/bent helix and detached distal tip from ring electrode consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.